Manufacturer narrative:
At this time, the lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture a week after its implant. The lead was later determined to have dislodged via chest x-ray. A revision procedure was performed and the rv lead was successfully repositioned. The rv lead remains in service. No additional adverse patient effects were reported.

Event description:
This right ventricular (rv) lead exhibited loss of capture and high pacing thresholds approximately a month after being repositioned. The lead was determined to have dislodged once again. A revision procedure was performed in which the rv lead was successfully repositioned. The rv lead remains in service. No additional adverse patient effects were reported.